Event description:
A malfunction alarm was reported with a code displayed as malf 0, and no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.